Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2270 ml during therapy initiated on (B)(6) 2011 00:37:15, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 7 drain was completed on (B)(6) 2011 at 10:37 and the user's actual drain volume during cycle 7 was 2533 ml. The user had a partial fill 7 of 264ml and the actual drain volume of 2533ml is 127% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:37:15. During night drain cycle seven, the patient's ultrafiltration reading was 2270ml, indicating the home patient (hp) drained 2270ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.